Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was no longer getting an adequate pain relief. It was also noted that the patient had pain and had random overstimulation whenever the patient moved. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned per facility policy.